Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was inserted in the bone and when it was disengaged from the shaft, the anchor pulled out of the bone. The bone quality according to the surgeon was good and the correct awl was used. A backup device was used in additional hole with no delay or patient injuries.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during shoulder rotator cuff repair surgery, the anchor was inserted in the bone and when it was disengaged from the shaft, the anchor pulled out of the bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) bone hole size. (4) over tensioning the suture. (5) excessive probing. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.